Event description:
It was her tendon [tendon disorder]. Discomfort. Could hardly lift her foot [mobility decreased]. Has been in pain 24/7 [therapeutic response decreased]. Case description: spontaneous report was rec'd on (B)(6) 2013 from a female pt (age not provided), initials (B)(6), with osteoarthritis. The pt's medical history was significant for previous use of synvisc-one with good results and sciatica. On (B)(6) 2013, the pt initiated treatment with synvisc-one (hylan g-f 20) injection at a dose of 6 ml in the right knee (route and frequency not provided). The lot number of synvisc-one was not provided. On (B)(6) 2013, a few hours after the injection, the pt experienced discomfort. The pt had been sitting with her legs dependent for three hours and then cold hardly lift her foot. It was reported tha the pt felt that exacerbation was associated with sitting. It was also reported that on an unspecified date in 2013, her physician told her that 'it was her tendon'. The pt rec'd a cortisone injection for the event of 'it was her tendon' , which did not help. The pt was put on prednisone which caused her to develop a cough. It was reported that the pt had a recurrence of sciatica and had been in pain 24/7 (sub therapeutic response). The action taken with synvisc-one treatment was not provided. The 'it was her tendon', had not yet recovered at the time of this report. The outcome for the events of discomfort, could hardly lift her foot and has been in pain 24/7 (sub therapeutic response) was not provided. Concomitant medications were not provided. The intensity for the events was not provided. The relationship of synvisc-one with all the events was not provided.

Manufacturer narrative:
The qa (quality assurance) investigation results was rec'd on (B)(4) 2013. Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specifications result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicate trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-risk relationship of the product is not affected by this report.